Manufacturer narrative:
No injector was returned for evaluation for the report; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided for a lot record review, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic broke and stuck in the delivery system. Patient contact was reported. The procedure was completed the same day. Additional information has been requested.